Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion related to the folfusor. The event was further described as the patient was connected to the folfusor lv10ml/hr to deliver unspecified medication to a patient instead of folfusor sv2ml/hr. The folfusor lv10 has the flow rate of 5 times the folfusor sv2 and the estimated dose the patient received was 3500mg. The patient "felt ill" the same night of the event onset and clamped the folfusor. The patient was hospitalized for five days for monitoring. During hospitalization the patient was treated with elvorine (200 mg/m2 daily for five days; route not reported). The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured september 22, 2015-september 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was caused by a user error, therefore, the device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.